Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. The customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that their blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.